Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a prior clam shell repair, and some rescue tape applied about a year ago near the insertion of the driveline into the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image revealed rescue tape on the driveline, suggesting superficial damage. A specific cause for the reported event could not be conclusively determined. The account submitted one image of the distal end of the patient's driveline connected to the system controller. A prior clam shell repair had been performed over the controller connector (cs-146781). Adjacent to the clam shell, a thick layer of rescue tape was applied to the outer jacket, suggesting superficial damage. However, no damage was visible in the image due to the presence of the tape, and the extent of the damage could not be conclusively determined. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) driveline 20652 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The clam shell repair was performed on (B)(6) 2021. The date of the rescue tape application was unknown. The patient was currently at home on ungrounded cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.